Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that it really didn¿t work. The patient stated that the stimulation was on and they could feel the stimulation sensation in their rectum. The patient reported a loss of therapy at night and stimulation was too strong in their feet once and pain in their neck. The patient stated they had reprogramming sessions for the strong stimulation with a representative and they had adjusted themselves. The patient had an MRI of the head about 3 weeks before the report however their healthcare provider stated it didn¿t provider enough information about their neck which was where they were feeling pain. The patient stated they were never told that they couldn¿t have full body mris. The patient was redirected to their healthcare provider to discuss removal of system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported therapy never helped her and she should have it removed. The patient stated no one ever told her about the MRI guidelines because she would not have gotten the implant since she had other medical issues and needed an MRI of her torso. The patient stated she will speak with her hcp about removing the device. The patient stated she had discussed with the hcp regarding therapy not helping her and used the patient programmer to adjust setting. There were no further complications that have been reported as a result of this event.